Event description:
It was reported that the programmer has a noisy fan. Technical support (ts) suggested blowing air into fan outlets to see if cleaning the fan blades would help with noise. It was attempted but the situation did not improve and the programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was verified that the system fan was noisy and therefore it was replaced and it was also found that the link electronic module (lem) board had a loose electrocardiogram (ECG) connector and therefore the lem board was replaced and calibrated to repair. The hard drive was also reconfigured and the software reloaded. (B)(4).